Event description:
It was reported that the ventilator stopped ventilating during use on a patient after it generated two technical alarms. One indicating disabled valves and the other indicating a communication failure. The patient was manually ventilated until the ventilator was replaced. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer replaced the control printed circuit (pc) board and monitor pc board and conducted successful pre-use checks and functional tests before the ventilator system was returned to service. Ventilator logs were downloaded and the pc boards were returned for the investigation. Evaluation of the received device logs confirm an occurrence of the reported technical error codes and a stop of ventilation on the day of the event while on patient. The technical error codes indicate disabled valves, control pc board communication failure with the monitor pc board, control pc board failure during start-up, a software error (data mismatch), an error in the internal memory, and a ventilation error. Simulated use tests confirmed the reported problem. The fault condition was however not permanent and, it was always possible to restart ventilation. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. Our conclusion in this matter is that the returned control pc board hardware was faulty and was the cause for the reported failure, but the failing component has not been identified. No signs of a malfunction on the monitor pc board appeared during the investigation.

Event description:
(B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.